Event description:
A surgeon reported a patient with decreased visual acuity ten years following intraocular lens (iol) implant surgery. Approximately six months ago he noticed "an opalescence of the crystalline lens" and some bubbles inside the iol. In a more recent examination, the opalescence had covered almost all of the posterior surface of the lens and the visual acuity had decreased. The iol is now whitish. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).